Event description:
As reported: the incident occurred in the operating room on (B)(6) 2022 and concerned the placement of a t2 tibial nail. After the nail was placed, it was impossible to remove the nail ancillary. The fixation screw assembly, tibia nail handle and nail seized. The nail had to be removed from the patient (with the handle still present at the end) and another one had to be inserted (smaller size, as there is only one of each size) using the second box of ancillary equipment present in the operating room. The operation ended well for the patient, but the procedure was lengthened and the nail placed was slightly shorter than initially planned. The nail - nail handle disassembly was performed after the procedure: the nail tip broke off and so did the following ancillaries due to the fact that they had to be forced out due to seizure. The explanted nail, the gimbal wrench, the handle and the fixation screw were recovered and decontaminated."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the outer surface of the received device shows signs of usage. The received wrench was torn at the distal end along with deformed inner teeth. Close views of the damaged region show rotational deformation indicating forward application of high torsional load. The overall damage pattern reveals high rotational forces most likely due to a combination of high torsional and bending loads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was most likely caused due to an oblique insertion/cross threading/some debris inside the hole. The investigation of the parts involved indicates that it is likely that the observed issue of seizing of the nail holding screw is possible, if an unfavorable constellation of several dimensions (extreme value and specific direction) meet when assembling the devices. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the incident occurred in the operating room on (B)(6) 2022 and concerned the placement of a t2 tibial nail. After the nail was placed, it was impossible to remove the nail ancillary. The fixation screw assembly, tibia nail handle and nail seized. The nail had to be removed from the patient (with the handle still present at the end) and another one had to be inserted (smaller size, as there is only one of each size) using the second box of ancillary equipment present in the operating room. The operation ended well for the patient, but the procedure was lengthened and the nail placed was slightly shorter than initially planned. The nail - nail handle disassembly was performed after the procedure: the nail tip broke off and so did the following ancillaries due to the fact that they had to be forced out due to seizure. The explanted nail, the gimbal wrench, the handle and the fixation screw were recovered and decontaminated."